Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the stored electrograms (egm) for this system identified inappropriate atrial tachycardia response (atr) events with noise. Provocative myopotential testing was performed and the noise was reproduced on the real time egm. The atrial sensitivity was reprogrammed from automatic gain control (agc) 0.25mv agc to 0.4mv. Patient will continue routine follow up visits. The system remains in service and no adverse patient effects were reported.